Manufacturer narrative:
Insulin pump passed rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 37 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The customer was advised to revert to backup plan as per health care person. The insulin pump will be returned for the analysis.